Event description:
It was reported that air was observed in the sheath. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. After introduction of the hd catheter to remap, following successful ablations with a farawave catheter, air was pulled into the valve during aspiration. Air bubbles were also observed in the faradrive sheath flush port and syringe. The hd grid was removed, and the valve was confirmed to be functioning without the catheter inside. The hd grid was re-introduced without pushing the introducer tool through the valve, but again air was pulled into the sheath. The hd grid was removed, and an 8.5f introducer was used inserted into the faradrive sheath valve. The hd grid was re-introduced through the 8.5f introducer valve and the issue was resolved. The procedure was completed successfully with the original sheath. No patient complications were reported. The device has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the faradrive sheath was visually inspected. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve. The damaged hemostatic valve (i.e., torn outer valve) was likely the leak path for the air ingress observed in the faradrive steerable sheath during the procedure.

Event description:
It was reported that air was observed in the sheath. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. After introduction of the hd catheter to remap, following successful ablations with a farawave catheter, air was pulled into the valve during aspiration. Air bubbles were also observed in the faradrive sheath flush port and syringe. The hd grid was removed, and the valve was confirmed to be functioning without the catheter inside. The hd grid was re-introduced without pushing the introducer tool through the valve, but again air was pulled into the sheath. The hd grid was removed, and an 8.5f introducer was used inserted into the faradrive sheath valve. The hd grid was re-introduced through the 8.5f introducer valve and the issue was resolved. The procedure was completed successfully with the original sheath. No patient complications were reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.